Event description:
Perseus clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the proximal left anterior descending artery with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.5 mm. The physician treated with pre dilatation, and implanting a 3.5 x 20 mm taxus peresus stent and post dilatation with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2010, the patient presented with cardiac chest pain associated with nausea and sweating. Abnormal ECG was noted and clinical diagnosis was reported as non st elevated myocardial infarction. Cardiac enzymes were elevated and cardiac catheterization was recommended. Medical treatment was recommended. Angiography revealed a patent study stent in the lad. The event resolved and the patient was discharged the next day on aspirin.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).